Event description:
The customer reported via phone call that they received a blank display after changing their battery. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer reported the contacts on their battery cap was damaged. Customer's blood glucose was over 300 mg/dl. The customer was advised to monitor their insulin pump while a replacement battery cap was being sent.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.